Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm prior to delivering a bolus. The customer's blood glucose level was not impacted. Additionally, the customer received a temperature alarm while charging the pump and was in room temperature conditions. Reportedly, the customer went swimming earlier with the pump. During follow up with tandem technical support, the customer was able to clear the altitude alarm, however the temperature alarm reoccurred. The customer indicated would use manual injections as alternative insulin therapy.